Event description:
It was reported that the radio frequency programmer head was returned without information and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the programmer head was returned and analysis found that it would not interrogate and that the uplink tests were out of specification. Concomitant products: product ID 2090 programmer; product ID 229047 software analyzer. (B)(4).